Manufacturer narrative:
(B)(4). The sample is currently in transit to the mfg site for analysis.

Event description:
The customer reported that the catheter could not be moved through the cannula properly. The customer reported resistance was observed and the tube appeared to be rough. It was not clear what catheter was being interfaced with the tube. Info suggest there was some type of replacement performed but not clear if it was related to the tube or catheter mentioned in this report. Covidien is attempting to gather further info surrounding the circumstances of this event.